Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached high, over 400 mg/dl while wearing the pod between 1 and 4 hours on the arm. The patient was vomiting, so they decided to go to the emergency room. The patient was admitted to the intensive care unit. The patient was treated with intravenous therapy with insulin, fluids, and albuterol for increased potassium levels due to the acidosis. Patient was released the same day. The pod was discarded.